Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient passed away due to probable sudep. Per the company representative, the device is not suspected to have contributed or caused the patient's passing. No other relevant information has been received to date.

Event description:
It was further reported that the patient's explanted device was available for return. The device has not been received to date.

Event description:
The suspect device was received and underwent product analysis. A system diagnostic test, a wandcomm diag, and final electrical test could not be performed due to the complete eos. The pulse generator was opened, the measured battery voltage confirmed an eos condition. A comprehensive automated pcba electrical evaluation and a battery life calculation were performed. The device performed according to functional specifications. Pa worksheet was reviewed and showed no malfunctions. Wandcomm data was reviewed and showed no malfunctions. Data dump was reviewed and showed no malfunctions.